Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not received a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was 110 mg/dl. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer did not receive a sensor updating alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.